Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-may-2019 by a physician which refers to a 44-year-old chinese female patient. No information about medical history or history of allergies has been provided. On (B)(6) 2018, the patient saw the doctor first and received treatment counseling about ulcera, chanel injection, sculptra, demotoxin and botox so on. On (B)(6) 2018, the patient received ulcera treatment to cheeks, chin and neck with unknown method. The patient was also injected with chanel injection 3.0 ml and demotoxin 2.0 ml to the face. After 55 minutes of application of topical anesthetic ointment, patient received botox to the jaw (bilateral 1.0 ml), forehead (0.25 ml), glabella (0.25 ml) and near eyes (0.3 ml). On (B)(6) 2018, after 30 minutes of application of topical anesthetic ointment, the patient received sculptra to under eyes (2.0 ml on each side), nasolabial folds (1.5 ml on each side), and right cheek (3.0 ml). On (B)(6) 2018, after 30 minutes of application of topical anesthetic ointment, the patient had received sculptra to under eyes (1.0 ml on each side), nasolabial folds (rt: 2 ml, lt: 1.5 ml) and the right cheek (4.5ml). Chanel injection 3.0 ml was injected to her face. On (B)(6) 2018, after 40 minutes of application of topical anesthetic ointment, patient received sculptra to under eyes (rt:1 ml), temple areas (1 ml on each side), nasolabial folds (1.5 ml on each side), and the right cheek (4.0ml) (unknown lot, injection technique and needle type). Chanel injection 3 ml was injected to her face. An unknown time later, on an unknown date in (B)(6) 2018, the patient experienced burning sensation (implant site pain) at tear trough and cheek. The patient had complained of swelling/edema (implant site oedema) under eyes and the right cheek from (B)(6) 2019. The patient sent a message about her symptoms on (B)(6) 2019. The patient had the right cheek inflammation (implant site inflammation) so she felt edema and hard feeling (implant site induration). The patient took unknown antibiotics and anti-inflammatory drugs in china. The patient re-visited the doctor on (B)(6) 2019. The doctor confirmed that the nodules (implant site nodule) on the face larger than 2.5*1.0 cm under eyes, 4*2 cm of the right cheek and 1*1 cm of the right nasolabial fold. The patient was prescribed singulair tab. [Montelukast sodium] (10.4 mg) for 30 days. The patient was injected triam [triamcinolone acetonide] inj. 4ml (40 mg/ml) and saline [sodium chloride] 5ml to the face. On (B)(6) 2019 the patient visited the physician again. It was reported that the size of the nodules were smaller than before, but still visible. The patient received shrink treatment to under eyes and the right cheek. And then, got "contour injection" (not further specified) into the right cheek (0.7 ml) and under eyes (0.15 ml on each side). Moreover, the patient received saline 4.0 ml to the face, and was prescribed singulair tab (montelukast sodium 10.4 mg) for 60 days. On (B)(6) 2019, the patient re-visited the physician, complained that the nodules were not improved, so she strongly wanted to have a surgery for removing the nodules. As per follow up information received on 24-feb-2020, on an unknown date, the patient underwent nodule removal and the outcome was unknown. Outcome at the time of the report: nodules was unknown. Burning sensation was unknown. Swelling/edema was unknown. Inflammation was unknown. Hard feeling was unknown. Tracking list: v.0 initial v.1 fu received on 03-jun-2019 and 05-jun-2019 from dermatologist. Patient age was amended to five decades (in her 40's). Suspect product treatment date was reported as five months ago. Adverse event and treatment detail were updated. At the time of reporting, patient symptoms were not recovered. V.2 fu received on 08-oct-2019: case upgraded to serious based on information received on 08-oct-2019. Events inflammation, induration added. Event swelling recoded to oedema. Patient age, past treatments, premedication, suspect device implant date, volume, location and corrective treatments details updated. V.3 fu received on 24-feb-2020. Corrective treatment and outcome of nodule was updated.

Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious expected events of nodule and oedema at the implant site were considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage. The non-serious expected events of pain, inflammation and induration at the implant site were considered possibly related to the treatment. Potential contributory factors include injection technique and concomitant treatments. The case meets the criteria for expedited reporting to the regulatory authorities.

Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious expected events of nodule and oedema at the implant site were considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage. The non-serious expected events of pain, inflammation and induration at the implant site were considered possibly related to the treatment. Potential contributory factors include injection technique and concomitant treatments. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-may-2019 by a physician which refers to a (B)(6) chinese female patient. Additional follo no information about medical history or history of allergies has been provided. On (B)(6) 2018, the patient saw the doctor first and received treatment counseling about ulcera, chanel injection, sculptra, demotoxin and botox so on. On (B)(6) 2018, the patient received ulcera treatment to cheeks, chin and neck with unknown method. The patient was also injected with chanel injection 3.0 ml and demotoxin 2.0 ml to the face. After 55 minutes of application of topical anesthetic ointment, patient received botox to the jaw (bilateral 1.0 ml), forehead (0.25 ml), glabella (0.25 ml) and near eyes (0.3 ml). On (B)(6) 2018, after 30 minutes of application of topical anesthetic ointment, the patient received sculptra to under eyes (2.0 ml on each side), nasolabial folds (1.5 ml on each side), and right cheek (3.0 ml). On (B)(6) 2018, after 30 minutes of application of topical anesthetic ointment, the patient had received sculptra to under eyes (1.0 ml on each side), nasolabial folds (rt: 2 ml, lt: 1.5 ml) and the right cheek (4.5ml). Chanel injection 3.0 ml was injected to her face. On (B)(6) 2018, after 40 minutes of application of topical anesthetic ointment, patient received sculptra to under eyes (rt:1 ml), temple areas (1 ml on each side), nasolabial folds (1.5 ml on each side), and the right cheek (4.0ml) (unknown lot, injection technique and needle type). Chanel injection 3 ml was injected to her face. An unknown time later, on an unknown date in (B)(6) 2018, the patient experienced burning sensation (implant site pain) at tear trough and cheek. The patient had complained of swelling/edema (implant site oedema) under eyes and the right cheek from (B)(6) 2019. The patient sent a message about her symptoms on (B)(6) 2019. The patient had the right cheek inflammation (implant site inflammation) so she felt edema and hard feeling (implant site induration). The patient took unknown antibiotics and anti-inflammatory drugs in (B)(6). The patient re-visited the doctor on (B)(6) 2019. The doctor confirmed that the nodules (implant site nodule) on the face larger than 2.5*1.0 cm under eyes, 4*2 cm of the right cheek and 1*1 cm of the right nasolabial fold. The patient was prescribed singulair tab. [Montelukast sodium] (10.4 mg) for 30 days. The patient was injected triam [triamcinolone acetonide] inj. 4ml (40 mg/ml) and saline [sodium chloride] 5ml to the face. On (B)(6) 2019 the patient visited the physician again. It was reported that the size of the nodules were smaller than before, but still visible. The patient received shrink treatment to under eyes and the right cheek. And then, got "contour injection" (not further specified) into the right cheek (0.7 ml) and under eyes (0.15 ml on each side). Moreover, the patient received saline 4.0 ml to the face, and was prescribed singulair tab (montelukast sodium 10.4 mg) for 60 days. On (B)(6) 2019, the patient re-visited the physician, complained that the nodules were not improved, so she strongly wanted to have a surgery for removing the nodules. Outcome at the time of the report: nodules was not recovered/not resolved. Burning sensation was not recovered/not resolved. Swelling/edema was not recovered/not resolved. Inflammation was not recovered/not resolved. Hard feeling was not recovered/not resolved. Tracking list: v.0 initial. V.1 fu received on 03-jun-2019 and 05-jun-2019 from dermatologist. Patient age was amended to five decades (in her 40's). Suspect product treatment date was reported as five months ago. Adverse event and treatment detail were updated. At the time of reporting, patient symptoms were not recovered. V.2 fu received on 08-oct-2019: case upgraded to serious based on information received on 08-oct-2019. Events inflammation, induration added. Event swelling recoded to oedema. Patient age, past treatments, premedication, suspect device implant date, volume, location and corrective treatments details updated.